Event description:
It was reported that the drill overheated during a wisdom tooth procedure. Another drill was used to complete the procedure with no delay. There was no injury to the user or the pt as a result of this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported by the customer could not be duplicated. The device had worn bearings. The worn bearings could have caused heat from friction rub during use at the account. A review of design changes, nonconformance documents, or reworks associated with the device in this complaint was performed and there was none within two weeks of the product manufacture date that could have contributed to the described failure.